Event description:
It was reported that the pump had a broken handle and did not work. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that one screw for the handle came loose from the case, the top case was cracked on front right corner and the bottom case was cracked. A review of the event history log identified check clutch/plunger lever. During functional testing using the occlusion test, the reported issue of check clutch/plunger lever was duplicated. During the occlusion test the clutch slipped on the leadscrew causing the check clutch error. Unable to determine on screw that came loose for the handle. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right with leadscrew and spring for the check clutch error during testing and installed screw for handle that came loose.